Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a cto crossing procedure in the left sfa, the support catheter allegedly would not advance towards the lesion and the recanalization catheter allegedly would not retract through the support catheter. It was further reported that the health care provider (hcp) removed the recanalization and support catheters together as a single unit. The hcp attempted to cross the proximal cap with a guidewire but was unsuccessful; therefore, the procedure was concluded and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was returned. The investigation was confirmed for failure to retract as the recanalization catheter was stuck inside the support catheter. The investigation was also confirmed for buckled material and bend, as the support catheter was bunched and bent. The investigation was inconclusive for failure to advance as functional testing was unable to be performed. The root cause could not be determined based upon available information. It was unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) state: when using the tapered sidekick catheter with the crosser catheter 14s or 14p, the crosser catheter can be advanced approximately 15cm from the tip of the sidekick catheter. Resistance is encountered beyond 15cm due to the taper on the crosser catheter aligning with the taper on the sidekick catheter. A taper lock-up marker (single marker on the crosser catheter shaft) is located 127cm from the distal tip for the 146cm crosser catheter and 80cm from the distal tip for the 106cm crosser catheter. The taper lock-up marker is an indicator that the tapers on the catheters are nearing alignment; advance the crosser catheter slowly. Do not continue to advance the crosser catheter if resistance is encountered. Procedural steps: remove product using standard techniques while maintaining guidewire access when use of the product is complete.

Event description:
It was reported that during a cto crossing procedure in the left sfa, the support catheter allegedly would not advance towards the lesion and the recanalization catheter allegedly would not retract through the support catheter. It was further reported that the health care provider (hcp) removed the recanalization and support catheters together as a single unit. The hcp attempted to cross the proximal cap with a guidewire but was unsuccessful; therefore, the procedure was concluded and no further treatment was provided. There was no reported patient injury.